Event description:
Suspected adverse reaction involving one pt. An eye care practitioner reported that a pt presented in 2002 for office visit due to severe pain in right eye with 1 day of lens wear. Pt history of using quick care disinfection system for part time daily wear of non-ciba contact lenses (pro-clear 62%). Initial visual acuity tested to be hand motion. Culture results grew gram positive rods, bacillus species per ecp. Treatment for central corneal ulcer begun with quixin & fortified tobramycin. Ulcer presumed to be infectious. Report indicates vancomycin & ciloxin also used at a later unknown date. A 3 mm ring infiltrate persists but is fading. Visual acuity is 20/40.